Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -6.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting; elevated intraocular pressure; significant reduction of irido-corneal angles; the lens was explanted on this same date. On (B)(6) 2023 a replacement lens of shorter length and different model was implanted and the problem was resolved. The cause of the event was reported as unknown and noted "wrong wtw".

Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. (B)(4).